Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." H3 other text : device not returned.

Event description:
It was reported that a bolus was requested via the tandem mobile application which resulted in the customer's blood glucose (bg) level decreasing to 46mg/dl. The customer consumed carbohydrates to address bg level. The contact alleged that the bolus was requested via the tandem mobile application without customer's consent. Tandem technical support reviewed the pump data logs and found that the bolus was requested remotely via the customer's mobile device. Multiple follow-up attempts were performed to continue troubleshooting; however, the contact did not respond to follow-up attempts.